Event description:
The customer complained of two discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:56 am on (B)(6) 2018, the customer tested patient 1 by fingerstick on the meter and the result was 4.4 inr. Patient 1 had a lab test done at 11:00 am and the result was 3.0 inr. At 9:41 am on (B)(6) 2018, the customer tested patient 2 ((B)(6)) was tested by fingerstick on the meter and the result was 4.8 inr. Patient 2 had a lab test done at 9:45 am and the result was 3.5 inr. Patient 1 and 2 both have a therapeutic range of 2.0-3.0 inr. Patient 1 and 2 had no hematocrit issues, no heparin, no direct thrombin inhibitors, no antiphospholipid antibodies, no new medications, no new illness and no diet changes. Patient 1 and 2 did not have any bleeding or bruising. There was no allegation of an adverse event. Retention test strips (322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.